Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Imdrf cause investigation code: code b24 is not available in database to capture event. Additional information - this medical device report is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system search: a query was run in the electronic quality management system on 12/may/2026 against lot number 6003662 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6003662 and the identified failure mode are not associated with any non-conformances or corrective and preventive actions of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 12/may/2026 against lot number criteria equal 6003662 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaint is 18 related with the same malfunction. Escalate to corrective and preventive action determination for statistical analysis. Device history record review: the lot 6003662 was manufactured according to the 4905072 version 108 and manufactured in the line 6, on 06-oct-2023, with a total of (B)(4). The device history record was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: device history record review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: photos were requested; however, none were provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot 6003662 were previously tested in the complaint (B)(4) on 09-jan-2024. The reference samples were visually inspected and tested for flow. All test results were within specifications. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Corrective and preventive action determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation is required because the following threshold was met- 3 or more complaints exist for the same lot 6003662 and similar malfunction. A child investigation has been opened database inv. Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized due to hyperglycemia with high ketones, event on (B)(6) 2024.